Manufacturer narrative:
On 11/13/2020, it was reported to mentor that the patient experienced capsular contracture baker grade iii. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 1/7/2021, it was reported to mentor that the date of removal is (B)(6) 2021. The replacement device was mentor memorygel breast implant 500cc. There was a rupture on the left breast implant. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, the mentor failure analysis lab has received the device for evaluation. On (B)(6) 2021, mentor then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the smooth hpg, 500cc breast implant was found to have two on the posterior view, measuring approximately 3.0 cm tear a and 2.0 cm tear b. Microscopic examination was performed on the edges of both tears, and parallel striations were found in an area of the tears, measuring approximately 0.5 cm on each tear. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. On (B)(6) 2021, it was reported to mentor that capsular contracture was baker grade iii-IV on the right side and ii-iii on the left side. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation primary with a mentor memorygel breast implant 500 cc and suffered from a bilateral capsular contracture. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch is for the left breast implant.